Manufacturer narrative:
(B)(4). The customer¿s report of ballooning was confirmed, however the reported alarm during the infusion was neither confirmed or replicated. During visual inspection the set's silicone segment was found bulging about 1.25 inches from the lower fitment. During functional testing by gravity the silicone segment slightly bulged. The set was then inserted into a test pump module and programmed to run at a rate of 125 ml/hr. Though the silicone segment was slightly bulging during the test infusion, no alarms were noted. During pressure testing the bulging area further inflated at a pressure of about 7 psi, therefore ending pressure testing. The root cause for this event could not be determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported when a patient was being repositioned the pump alarmed with an (unspecified) error message. Upon inspection they noticed a bubble in the tubing where it is positioned inside the pump. There was no patient harm reported.